Event description:
It was reported that the surgeons performed a lateral interbody lumbar fusion at 2 consecutive levels using the zuma-l/redondo-l system on a male pt in his forties. Upon opening the instrumentation sets by the scrub tech, it ws determined that the caddy with the zuma-l locking covers were not present. The scrub tech lifted and checked every level in every tray but the implants were not found. The sterilization department was also checked to see if maybe the locking cap caddy had been removed and did not make it into the case. No locking cap caddy for the zuma-l was found. The surgeons were informed of the missing locking covers and still went ahead with the case. Interbody cages (10mm tall and 12mm tall cages) and screws were placed at both levels without issue but the locking covers were not present and thus not placed in the pt. There were no issues with the instruments or implants other than the lack of locking covers for zuma-l. At the time of the case, no harm was done to the pt as a result of the locking covers not being present.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.